Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the pump collapsed after repeated attempts to correct. It would not pump up. Another pump was implanted into the patient. Patient was fine after the procedure. No more information is available at the moment.